Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not working. They spoke to a representative and the representative informed them that their wire and ins were not working and needed to be replaced. The patient verified that their ins was still implanted but was "inactivated." The ins was inactivated between (B)(6) and the first week of (B)(6) 2023.

Manufacturer narrative:
Date inaccurate, only the year is valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (B)(6); product type: 0200-lead; implant date (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6; previously reported patient code f26, is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back in and repeated that the ins hasn't worked because she wasn't getting any pain relief. Pt stated rep told pt the wire was loose or something. Pt stated she needs an MRI due to an accident that she had (B)(6) 2024. Hcp wants to do an MRI but pt ins is not charged. Later, an MRI tech called and reported that called pt had fractured lead and needed an MRI; caller stated the pt told them the ins had not worked in a long time and "never worked."

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2018: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she met with the medtronic representative about a year ago patient stated the representative told patient that the ins/lead wires are not working. Patient stated it has been longer than a year since the implant has worked correctly - pt clarified the therapy has not worked for her since implant. Patient service specialist asked if patient has talked to a pain healthcare provider about the issue and patient stated their doctor suggested that she get the implanted system replace/removed. Patient stated that she lost her husband during all of this and she ignored the recommendation but now her back is killing her and she needs to have an MRI this coming wednesday. Patient is seeing a neurologist right now and they ordered an MRI and she will talk with with her doctor about next steps for her ins/therapy. Pt mentioned that she received a letter from medtronic yesterday - reference number 706216119 - pt stated the cause is unknown for the lead/ins not working. Pt stated that she will be working with neurosurgeon - pt stated the issue is unresolved but she plans to work with the neurosurgeon to resolve the issue.